Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify frozen display due to blank display. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer reported that they went to the gun range , it wont turning on. It was reported that no alarms occurred during or after the time that the buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.